Manufacturer narrative:
Additional information d9. Device was received on 6/18/2025. Investigation summary. Received one (1) used d1000 tego connector for inspection. After decontamination, the tego seal was domed causing the slit on the seal to be open. The tego was leak tested per product specifications. There was a leak in the inactivated position due to the doming. The tego was disassembled. One (1) side of the tego had adhesive while the other side lacked silicone adhesive. The reported complaint can be confirmed. The probable cause for the domed seal and subsequent leakage is due to an inconsistent application of adhesive and/or lubricant during assembly. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative actions are in process.

Event description:
A complaint was received regarding a tego¿ connector that experienced leakage. The following issue was reported by the customer: ¿incident date: on (B)(6) 2025, during patient use at (B)(6). Problem on the tego, upon disconnection, during syringe removal, leak was observed at the caps with blood leakage (venous line). There were not serious injuries noted. ¿the status of the product at the time of the event is upon disconnection, during syringe removal. It is unknown if the product is available for evaluation. There was patient involvement and no adverse event/human harm. The customer requested an evaluation letter. Update: the incident occurred at the end of the dialysis, during the rinse, the date of valve placement: on (B)(6) 2025 and the incident date: on (B)(6) 2025, the disinfectant used was chlorhexidine and the products used in the circuit were therasolv on (B)(6) 2025 due to blocked line and heparin lock. The patient information is male, 42 years old, 48 kg, there was no blood loss, no serious consequences and no medical treatment was required following the incident.

Manufacturer narrative:
A2: date of birth: the patients age was used to approximate the date of birth as on (B)(6) 1983. The device is available for evaluation- it has not been received. The investigation is pending.